Event description:
Customer claims that the alarm has power, but no alarm tone when the pendant is pressed. They tested the pager with new batteries and within the 100 feet range. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation results: evaluation for the returned product shows that when tested the transmitter powered on and the red light comes on when the button is pressed. There is no alarm tone when the button is pressed on the transmitter while new batteries are in the receiver. (B)(4).